Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump received a motor error during the prime process. The patient's blood glucose at the time of incident is unknown. No further details were given. The insulin pump is in warranty and will be returned for analysis and a replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to force sensor damage by moisture. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at display window corners, cracked display window, cracked belt clip slot, minor scratches on lcd window and stained lcd resilient cover.